Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the moderately calcified, right superficial femoral artery (sfa) and popliteal artery, the 5.0 x 120 mm fox cross balloon dilatation catheter (bdc) was used for two predilatation inflations of the av fistula; however, the physician rated the balloon deflation time and the system removal as somewhat worse than a non-abbott bdc device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.